Manufacturer narrative:
B5: correction- corrected channel 3a to channel 3. E1: initial reporter phone corrected to (B)(6).

Event description:
It was reported that a procedure cancellation occurred due to ithaw and cautery malfunctions. An icefx cryoablation system was selected for a cryoablation procedure. There were four iceforce needles inserted one per channel. Upon successful testing, the probe in channel 4 continued to grow its iceball to full size. At this point, the console was rebooted, and the argon was turned off and back on. The probe was then moved to channel 3b. All the needles were tested and worked this time; however, an error message that ithaw and cautery functions to all channels were disabled. A second reboot did not resolve the errors, and the physician did not want to proceed. The procedure was cancelled after patient sedation with general anesthesia. No complications were reported.

Event description:
It was reported that a procedure cancellation occurred due to ithaw and cautery malfunctions. An icefx cryoablation system was selected for a cryoablation procedure. There were four iceforce needles inserted one per channel. Upon successful testing, the probe in channel 4 continued to grow its iceball to full size. At this point, the console was rebooted, and the argon was turned off and back on. The probe was then moved to channel 3a. All the needles were tested and worked this time; however, an error message that ithaw and cautery functions to all channels were disabled. A second reboot did not resolve the errors, and the physician did not want to proceed. The procedure was cancelled after patient sedation with general anesthesia. No complications were reported.